Event description:
Related manufacturer reference number: 2017865-2024-37895. Related manufacturer reference number: 2017865-2024-37896. It was reported that the patient presented for an implant procedure. During the procedure, it was noted the right atrial (ra) lead had dislodged and exhibited failure to capture and failure to sense. The dislodgement of the lead was also noted in the right ventricular (rv) lead and the left ventricular (lv) lead. The ra , rv and lv lead were not used. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported events were lead dislodgement and operation issue. As received, a complete lead was returned in one piece. Visual inspection of the lead found no anomalies. The s-curve hump height was measured to be within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts.